Event description:
As reported by the user facility: serial number (B)(4) - 1000 ml of ns set to run at 500 ml/hr, at 1 hour 3 min the pump said 523.8 ml infused however 900 ml remained. Reference manufacturer report number 9610825-2013-00388.